Manufacturer narrative:
\No product was returned, however the pump's operators manual indicates that the pump will alarm no disposable, if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. It also states that the pump will alarm and display an air in line message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily indicate there is a problem with the pump. The user should consult the manual when this happens. There is no evidence that the pump failed to meet specifications. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.

Event description:
It was reported that a no disposable pump won't run alarm occurred. The alarm was silenced, settings were reviewed, and clamps were closed. Proceeded to remove the cassette and gently tap cassette and gently massage tubing to disperse the air bubbles in the line. The cassette was replaced, however, the alarm persisted. Repeated the troubleshooting steps and the alarm still persisted. The pump was powered off. No patient injury was reported.